Event description:
It was reported that the customer had a crack on a screen of the insulin pump. The customer's blood glucose level was unk mg/dl. The customer was asked if he can read the pump screen and he said that he can only read half of it. The customer was advised to return the insulin pump and we will replace it. No further info was reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Manufacturer narrative:
The insulin pump was received with cracked and bleeding lcd glass, minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, and cracked reservoir tube window thru reservoir tube.